Event description:
It was reported that the rigid video laparoscope had blurry image. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust inside the charged coupled device (ccd) of the insertion section causes and the light guide bundle of the universal cord is severely interrupted and weakened. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the insertion section. Regarding the new reportable findings found in the investigation the distal end cover glass failure due to foreign object intrusion affecting the optical component, and the light guide bundle failure due to excessive force causing a light-transmission problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.